Event description:
Reporter alleges the pt began experiencing pain under left breast for the past week and pain increases with sneezing and coughing. Pt alleges sharp pains underneath the implants, joint aches, headaches frequently, muscle pains and unbalance.